Event description:
She couldn't walk/ could not walk [unable to walk]. Warmth, pain in both legs [pains in legs]. Thighs with pitting edema [pitting leg oedema] ([swelling of legs]). Severe swelling above both knees/ extreme swelling of bil knees [knee swelling]. Pain, extreme swelling of bil knees [knee pain]. Electric shock sensation b/l [electric shock sensation]. Warmth, pain in both legs [joint warmth]. Case narrative: based on the information received on 14-jun-2019, case was upgraded to serious from non-serious with the seriousness criteria of disability for she couldn't walk/ could not walk and intervention required for severe swelling above both knees/ extreme swelling of bil knees and pain, extreme swelling of bil knees. This case is cross referred with the case (B)(4) (same patient). Initial information received on (B)(6) 2019 regarding an unsolicited valid serious case from a physician from united states. This case involves a (B)(6) female patient (height: 162.56 cm and weight: (B)(6)) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) injection and after 26 days severe swelling above both knees/ extreme swelling of bil knees, swelling also progressed to both thighs, warmth, pain in both legs , she couldn't walk/ could not walk and pain, extreme swelling of bil knees, electric shock sensation b/l and thighs with pitting edema. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using intra-articular hylan g-f 20, sodium hyaluronate injection (dose, frequency, indication, lot number: unknown) in right knee for oa knees. Information on batch number was requested. On (B)(6) 2019, patient stated that she had severe swelling above both knees. The swelling also progressed to both thighs on an unknown date. Along with the swelling the patient had warmth, pain in both legs and she couldn't walk. On (B)(6) 2019, bilateral swelling of knees and thighs with pitting edema and pain and was treated with oral steroids. On the same day, it was also observed that patient developed pain, extreme swelling of bil knees and could not walk and was using cane for walking. On the unknown date, swelling subsided but patient was still with pain and electric shock sensation bilaterally. The event of couldn't walk/ could not walk was assessed as serious due to seriousness criteria of disability. The event of severe swelling above both knees/ extreme swelling of bil knees was assessed as serious due to seriousness criteria of intervention required. The event of pain, extreme swelling of bil knees was assessed as serious due to seriousness criteria of intervention required. The event of thighs with pitting edema was assessed as serious die to seriousness criteria of intervention required corrective treatment: oral steroids for severe swelling above both knees/extreme swelling of bil knees and pain, extreme swelling of bil knees; cane for she couldn't walk/ could not walk; not reported for rest of the events. Outcome: recovering/ resolving for warmth, pain in both legs and swelling also progressed to both thighs; recovered for severe swelling above both knees/extreme swelling of bil knees; not recovered for pain, extreme swelling of bil knees; unknown for rest of the events. A product technical complaint was initiated on 24-may-2019 for synvisc. Batch number: unknown global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (B)(6) 2019. Investigation summary received and ptc results added. Text amended accordingly. Additional information was received on (B)(6) 2019 from the physician. Additional events of electric shock sensation b/l and thighs with pitting edema were added. Verbatim for she couldn't walk was updated to she couldn't walk/ could not walk. Verbatim for severe swelling above both knees was updated to severe swelling above both knees/ extremes swelling of bil knees. Event onset date added. Indication added. Outcome updated. Case was upgraded to serious from non-serious. Clinical course updated and text amended accordingly.